Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test or verify e70 alarm and no delivery alarm due to motor error alarm. No check setting alarm during testing noted. The insulin pump received with cracked display window, cracked case at display window corners and cracked battery tube threads.

Event description:
Customer reported that she received a no delivery alarm when changing the infusion set. She then changed the reservoir and received a motor position encoder error alarm and stated that some other error occurred prior to that but was unsure of what the alarm was. Blood glucose value was 320 mg/dl; unable to treat. Nothing further reported.